Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
A company representative reported that the customer mentioned in a phone call that her blood glucose was 515 mg/dl, due to her infusion set coming out. The customer was not transferred for assistance and the insulin pump will not be returning for analysis.